Manufacturer narrative:
Any additional information received from the customer will be included in a follow-up report. Technical support sent a new user interface assembly under warranty in which customer reported the repair was successful. At this point, vyaire has not received the suspected component.

Event description:
The customer reported, while using the bellavista 1000 on a patient, the touch screen became unresponsive to any user inputs. The machine had to be forcibly shut down as the power button was not working but was okay after restart. Customer reported no patient harm during the event.